Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product and physician information has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and non-device related "breast implant illness."

Event description:
Patient reported right side rupture, "suffering intense pain" and "many symptoms of breast implant illness." The device has been explanted. The event of "breast implant illness" deemed unrelated to the implant.